Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient experienced pain and dyspareunia, utis, and a few fibers of mesh eroded (re-erosion - previously partially divided elsewhere) and mesh was dissected out. It was reported that there were prominent fibers excised and the mesh was re-buried. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? Other relevant patient history/concomitant medications the initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Mesh exposure site/location, symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed for the utis? Results? Product code and lot # if applicable, will product be returned, return date, tracking information what is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?